Event description:
The patient was implanted with a ventricular assist device. It was reported by the vad coordinator that the patient experienced the driver over heating and locking up. As a result, the patient was transferred to his back up driver without further incidents.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.